Event description:
It was reported that when the devices were used during a laparoscopic sigma resection, the device fired malformed staples and did not cut. Another device was used to complete the case. There was no consequence to the patient.